Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited suspected loss of capture (loc) and capture thresholds higher than the programmed output. Further in office evaluation was recommended. This lv lead remains in service. No adverse patient effects were reported.